Manufacturer narrative:
Correction: h1: based on additional information received, the event no longer meets the definition of a serious injury; however, the event is still a reportable malfunction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having difficulties charging the implanted neurostimulator for the past 3-4 months. Patient reported the equipment was not giving a fast recharge or a charge at all to the implant. Patient stated that it was taking extremely long to charge the implant and that they would sit forever before the implant would charge. Agent asked and patient said that if they stayed still for half an hour they would keep looking at it and it was moving at 10% increments but that they didn't have the luxury of just sitting there and not moving. Patient confirmed that they were able to maintain recharging excellent quality, but the quality would go back and forth between good, excellent and poor. Patient stated they spoke with manufacturer representative and was told to call for a replacement recharger. Patient said they troubleshooted with rep and the equipment wasn't working properly. During the call, patient confirmed no visible damage for the recharger and controller charging port. Patient reset the controller. Patient started an implant charge session and noted that the implant was in a weird spot for the belt to hang onto and the area was sensitive so they discussed this issue with the doctor and they were going to send the patient for x-rays to see what's going on. Patient was recharging excellent with the controller at 40% and the implant at 50%. The issue was not resolved. Agent reviewed information. A replacement recharger telemetry module (rtm) was sent out.  Agent advised the patient to use the replacement recharger and if issues persisted, to follow up with their managing healthcare provider as it may be an issue with the implant rather than the equipment. Patient mentioned historical information in that they had back surgery at the end of 2022, was t-boned in an accident in april, had a colonoscopy in july, and had a shoulder brake where they did not require surgery but was in extreme pain.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b1 (downgraded from si to malfunction). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.